Event description:
Subcutaneous (sq) remunity self-fill pt. Per nurse clinical educator (B)(6) rn- patient experienced site pain and tubing malfunctioning (not further specified). The patient reported that she was experiencing site pain. When the patient removed the site, the plastic latch/attachment separated from the tubing. She changed her cassette without any complications. No further details provided. Patient started remunity device in (B)(6) 2025 if provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system.